Event description:
Pt was having a planned ventral hernia repair with use of harmonic scalpel. Multiple pieces of laparoscopic equipment were being manipulated at one time and the harmonic scalpel did not easily fit on the tableside mayo stand because of its size and design. As such it was momentarily placed on the surgical field. In repositioning the camera angle for the laparoscopic procedure, the activation button on the handle of the harmonic scalpel was inadvertently depressed by the surgeon's arm. The unintentional activation resulted in a 3rd degree burn to the pt's leg beneath the surgical field requiring excision and suturing. The concern of this equipment is the handle does not have a safety button to prevent accidental activation of the unit. Additionally, because it's designed to be used with laparoscopic procedures, it is long and cumbersome, but still has a potentially "hot" tip. The manufacturer does not make, supply or recommend a housing or holster devices to protect the hot tip in event of accidental/inadvertent activation of the unit.